Manufacturer narrative:
PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+2.0/173 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019, the lens was exchanged with a same size and model, different sphere/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.